Event description:
It was reported the patient had an abscess under their stimulator. They had a wound infection at the stimulator site. They also experienced redness and swelling at both the stimulator and lead incision sites. The patient was admitted to the hospital the night prior to call. Perioperative antibiotics were administered. The system was explanted. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0t9mt, implanted: (B)(6) 2015, product type: lead. (B)(4).